Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: h2, h3, h6, h11.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope was insufficiently reprocessed. The scope was reprocessed in an endoscope reprocesser that did not have the water supply pipeline disinfected after replacing the water filter. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.